Event description:
It was reported that the user received repeated occlusion alerts on the ilet and later an ¿unable to proceed, restart ilet¿ message during a rewind attempt, after which the device made an unusual sound; the user subsequently performed a supply change and dry runs, and insulin delivery was resumed without further alerts, consistent with obstruction of flow associated with the connector/coupler on an infusion set using a contact detach configuration. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed evidence consistent with a deformation problem contributing to an obstruction of flow at the connector/coupler. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.